Manufacturer narrative:
An event of one leaflet not moving while implanted was reported. The investigation confirmed that both leaflets were fully mobile and functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the observed insufficiency was physiological. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 31mm sjm¿ masters series mechanical heart valve mitral standard cuff was selected for implanted in a patient. At the time of device preparation, the leaflets were moving normally when tested with a silicone tester. On (B)(6) 2023, post-surgical echocardiogram performed. The image was reviewed during the study again, in conjunction with cardiovascular surgery, where a mechanical valve was seen in the mitral position with a disc that would correspond to the rigid anterior leaflet, which was immobile, the leaflet presented difficulty to close the disc of the posterior leaflet is with preserved mobility. The mean gradient remains in the normal value gmean: 5.8 mmhg. The observed insufficiencies are physiological, typical of mechanical valve. The patient had postoperative low output syndrome, postoperative cardiac stunning - consumptive coagulopathy after prolonged pump - chad vasc atrial fibrillo-flutter 3 points with indication of anticoagulation - acute postoperative mechanical mitral valve dysfunction severe pulmonary hypertension psap= 58 mmhg with need for surgical reoperation, heart failure syndrome, chronic heart failure, stevenson b - stage c - cf. Nyha iii/IV - dilated chagasic and valvular heart disease - faith 44% (I. (B)(6) 2023) pop faith 27% (B)(6) 2023. A surgical intervention was performed and a non-abbott device was implanted as a replacement. The hospitalized patient is managed with enoxaparin and asa. Prior to discharge, bridging to warfarin was performed, obtaining an inr 2.5 before discharge.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.